Event description:
Updated information for this lead: it was reported that this device and the associated right ventricular (rv) lead were removed from service and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)